Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the caller stated that the patient has had their most recent system explanted but the date was unknown. The caller read from physician assistant notes dated (B)(6) 2025 that the patient stopped taking a medication, tried pelvic floor therapy and had an interstim placed in the past "without symptom improvement" but that was removed with the lead still imbedded. Another healthcare provider (hcp) called the same day to pass along explant details of the patient's interstim system. The agent sent an email update to patient registration services. The hcp noted that the patient had a lead fragment from a previous system still implanted. Another caller called the same day and stated that the patient had a "revision" in 2014 but didn't have any further information about why the "revision" was performed. The caller read from the op-note dated (B)(6) 2014 that when the ins and lead were explanted, the lead appeared to be intact. However, upon using fluoroscopy to place the new lead, the hcp noticed there was a remanent of an old interstim lead.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: j0406363v); product type: 0200-lead; implant date: (B)(6) 2004; explant date: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.